Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, palpitations and chest discomfort. The low voltage lead exhibited high impedance, high threshold and possible fracture. The lead will be revised. No further patient complications have been reported as a result of this event.